Event description:
"A patient post-cardiac catheterization with peripheral intervention. While on post-cath unit, the rn was preparing for sheath removal. Dressing was being removed and the pigtail of device came away from inducer sheath. There was bleeding, pressure was applied and it was controlled. The pt did not suffer any adverse outcomes. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." Additional info rec'd indicated that the side-arm port of the venous introducer sheath separated from the device when the nurse was removing the pt's dressing while preparing for sheath removal.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete.